Event description:
It was reported that the user experienced recurrent early-morning low glucose readings under 100 mg/dl with a low alert in the 70s, which the user treated with oral carbohydrate, and later reported a glucose of 262 mg/dl after a meal announced as lunch while using the ilet system. Symptoms included hypoglycemia with sensor-detected low glucose and subsequent hyperglycemia after eating. Outcomes included self-treatment with oral glucose and continued home monitoring without medical intervention or hospitalization. Investigation included complaint intake, user education on hypoglycemia response, and recommendation to follow up with a clinician for therapy review. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event consistent with glycemic variability where the cause of hypoglycemia remains unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.